Manufacturer narrative:
H3 and h6 codes - updated. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during the surgical procedure, when the cannula was opened, it was found to have a hole, which was only noticed after the portex 8.0 tracheal tube was placed and ventilating. The surgeon noticed that the cannula had a punctured cuff and it was replaced. There was no reported harm.